Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-12281. It was reported that the patient presented experiencing an infection. The right ventricular and atrial leads were explanted. Patient condition was unknown.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.